Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further tested in the failure analysis center. The cause of the observed boot issue was determined to be due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer initially reported that their device was showing its service indicator and had logged several event codes. After an evaluation of the device by physio-control, it was observed that the device would not complete a boot cycle and showed a solid white display, which is indicative of a device lockup. There was no patient use associated with the reported issue.